Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland forceps instrument was analyzed and found have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a fayed cable. The procedure was continued as planned with no reported injury.